Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from her insulin pump. The customer stated that she received a letter about control solution and test strips. The customer stated that she had a low sugar episode and test 70 mg/dl. The doctor stated that the cause might be the solution and would like the copy of the letter. The patient had been experiencing low blood glucose readings since friday. The customer stated that she will call lifescan because she thought the pump may have given her false readings when she has passed out. The customer was advised to speak to her health care provider regarding her low blood glucose.